Manufacturer narrative:
Unit alarmed motor error during basic occlusion test due to faulty back pressure sensor. The motor was tested outside the device and passed. Pump received with minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm during the fill cannula stage. The customer reported that the insulin pump also had a motor position encoder error. Customer did not recall any significant events leading up to the error alarm. Blood glucose level at the time of the incident was 179 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.